Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; details and nature of event were not provided. Reportedly, unspecified pump "failure" occurred; however, the alleged root cause could not be confirmed. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.